Event description:
A patient in (B) (6) reported, via her distributor that while sleeping, she received a scratch to her right eye from her hc482 opus nasal therapy CPAP mask. The injury was allegedly caused by the plastic edge on the frame of the mask. The patient claims that the mask slipped out of position while she was asleep. The patient subsequently visited a hospital where she was referred to a ophthalmologist, who diagnosed the injury as a corneal abrasion but gave no indication as to what had been the cause of the injury. The patient made subsequent follow-up visits to the ophthalmologist. The ophthalmologist's reports state that her right cornea "continues to clear and fade". The patient continues to use the mask.

Manufacturer narrative:
Ps51175. We have conducted an investigation based on the description of events and our knowledge of device. Results: the opus mask is held in place by a harness constructed of soft material, but with a foam-backed plastic edge on the frame where it passes from the nose across the cheeks. This part of the mask should not come into contact with a patient's eyes. This is the only complaint of this type that we have received. Conclusions: based on the information available, we are unable to conclude how this event could have occurred.